Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via clinical request they experienced diabetic ketoacidosis. Customer's blood glucose level was 330 mg/dl. Customer stated that the infusion set was kinked which resulted to moderate ketone and nausea as well. Customer required two manual injections to treat the blood glucose. Customer tested ketone at evening and result was negative. The insulin pump was not returned for analysis.